Event description:
The advocate stated the customer received a blood glucose reading of 350 mg/dl from his contour meter and a reading of 127 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.